Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was magnetic resonance imaging (MRI) compatible. It was noted that the physician programmed the device in MRI mode setting per procedure using a 1.5t scanner. After completing the MRI procedure, the device was interrogated to reprogram parameters but was found to be in backup vvi mode. The backup vvi mode was reversed. No loss of therapy was observed. The patient was not dependent on the device for normal function and experienced no consequences.